Manufacturer narrative:
Additional review of this event showed that the reported out of box housing damage was actually located on the device¿s shroud and there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use (out of box) the mc3 nautilus extracorporeal membrane oxygenator (ECMO) was found to be damaged and deformed, with the top part of the oxygenator off and breaking completely when handled after removal from the packaging. The device was not used, and there was no damage to the packaging or to other devices in the same shipment. The device was replaced to complete the case. There was no patient involved, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device shows evidence of damage/crack in the housing. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.